Event description:
A talent thoracic stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The aneurysm and vessel morphology are unk. It was reported after the implant procedure, the physician noticed the pt had a slight cerebral infarction. On an unk date, the pt underwent rehabilitation and had a 90% recovery as compared with the condition before the operation. Then he was discharged from the hospital. The physician believes that the cerebral infarction was a result of handling of guidewire. It was reported that the guidewire had been inserted deeply into the forward aortic arch of the aneurysm. No additional clinical sequelae were reported, and the pt is fine.

Event description:
Additional information was received for this case. It was reported that the investigator assessed the previously reported cerebral infarction event as not device but procedure related.

Manufacturer narrative:
Medical intervention - eval results - (neurological complications). (Guidewire).